Event description:
A disposable clip was used during this case. It misfired. No harm was done to the patient. Ethicon rep was notified. Report will be filed with ethicon. Product involved was multiple clip applier/large #mcl20. Lot #d4h82t.